Event description:
A report was received that the patient has lost her stimulation. The patient has not charged for over a week. The bsn sales representative troubleshooted and activated the patient's programs but was unsuccessful. X-ray revealed lead migration and high impedances were also noted on the leads. The patient had several non-device related falls. The patient has been scheduled for an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2158-50, serial # (B)(4), description: linear lead with enhanced stylet, 50 cm.